Event description:
It was reported that approximately 108 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and femoral debonding/loosening. There was also periprosthetic osteolysis of internal prosthetic right knee joint. Patient left the operating room in stable condition. No further information available.

Manufacturer narrative:
D10: (B)(6), 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6), 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.